Event description:
It was reported that the pt experienced a "serious" infection with pain around the implantable neurostimulator pocket and lead site. The infection-causing organism was not provided. There was no known related incident or accident reported. The device system was removed. The pt was in "fair" condition. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).